Manufacturer narrative:
The customer has delayed scheduling the injector inspection by bayer radiology field service. As we are awaiting additional information, this investigation remains in progress. Once the investigation is completed, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, bayer service in (B)(6) was contacted by the customer to schedule an inspection of their medrad® mark v provis injection system. The customer alleged that a (B)(6) female patient was diagnosed on (B)(6) 2022, with an ischemic stroke secondary to a cerebral arteriogram study being performed as part of an intracranial aneurysm assessment using their medrad® mark v provis injection system on (B)(6) 2022. The contrast medium administered at the time of the arteriogram was visipaque 270 manufactured by ge healthcare. The patient was reported to have experienced facial paralysis which requires speech rehabilitation. We have requested additional information from the customer; however, no additional details have been provided to bayer medical care at this time.

Manufacturer narrative:
The request by bayer medical care for a service check of the medrad® mark v provis injection system (serial number (B)(6)) has not been approved by the customer. Multiple documented attempts have been made to gain specific information related to the reported event; however, these attempts have been unsuccessful. Bayer product analysis reviewed the limited information that was provided and determined that there is insufficient evidence of a system or device malfunction or failure to perform as intended by the design. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.